Event description:
It was reported that when using the bd pyxis¿ es server one time dose medications were not crossing over to the pyxis stations the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the customer reported that the issue had resolved itself and no further investigation required for this device. The system functioned as intended after the issue resolved.